Event description:
It was reported that on (B)(6) 2011, during a systems contents removal of the pt's device, blood was found in the catheter. The pt was sent for an MRI. The results of the MRI were not known at the time the event was reported. The drug in the pump at the time of the event was not known. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).